Event description:
Approximately two months post injection, a small nodule appeared in nlf and grew to also cover the lower cheek area. Nodules appeared on her cheek, getting harder and larger (size of half dollar). No sulfite allergy or lidocaine allergy. She had abscesses on both sides of her nlfw which were drained by dr. (B)(6) and the abscess filled again. One resolved by itself, the other kept growing and was hard and painful. No nodules in oral commissures were noted. She was prescribed an antibiotic.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.